Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 401 mg/dl at time of incident and current blood glucose level was 401 mg/dl. The customer¿s blood glucose level was 472 mg/dl. The customer had symptoms such as diabetic ketoacidosis. The customer was treated with pump. It was reported that they had multiple insulin flow blocked alarms during basal. The customer was advised if leaks in the tubing and or air bubbles can limit the amount of insulin received during a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.